Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had migrated. Surgical intervention was undertaken, and the leads were explanted and replaced.

Event description:
Additional information received reports that the patient's procedure on (B)(6) 2026 was abandoned with no product explanted or implanted. Surgical intervention was undertaken on (B)(6) 2026 in which the leads were explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's procedure on (B)(6) 2026 was abandoned with no product explanted or implanted. Surgical intervention was undertaken on (B)(6) 2026 in which the leads were explanted and replaced.